Event description:
As reported by an edwards lifesciences field clinical specialist, a 29mm sapien 3 valve, implanted in the aortic position, failed due to stenosis after an implant duration of 9 years and 1 month. CT images were reviewed by an edwards lifesciences clinical imager, and it was noted that all three sapien 3 valve leaflets were heavily thickened and calcified. Valve expansion at the waist measured 546 mm, which is 85% of nominal. Valve position was good. A valve-in-valve procedure was needed to treat the sapien 3 valve. A unicorn procedure was being performed for the valve-in-valve procedure. The right coronary cusp (rcc) leaflet was modified with serial balloon dilation. However, the new 26mm sapien 3 ultra valve and commander delivery system would not cross the rcc leaflet. After multiple technique attempts, the system became lodged in the preexisting valve/aortic complex. The system was unable to be pulled back without risk of embolizing the valve and/or harming the anatomy. It was decided to convert to open heart surgery and remove the system and undeployed valve from the aorta. The 29mm sapien 3 valve was explanted. A still of the procedural fluoroscopic imaging was provided, and the following was noted: crimped sapien 3 ultra valve appears to be over-aligned past distal alignment marker and located proximal to the pre-existing sapien 3 valve.

Manufacturer narrative:
Investigation is ongoing.